Event description:
(B)(6). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Target lesion 1 was located in the right coronary artery (rca). The reference vessel diameter was 3.0mm and lesion length was 18mm. Pre-procedure was 80% stenosis and post-procedure was 5% stenosis. Direct stenting was not attempted. A 3.0x20mm liberte stent was implanted. Target lesion 2 was located in the rca. The reference vessel diameter was 3.0mm and lesion length was 18mm. Pre-procedure was 72% stenosis and post-procedure was 5% stenosis. Direct stenting was not attempted. A 3.0x20mm liberte stent was implanted. Due to a dissection an additional non bsc stent was implanted. Target lesion 3 was located in the rca. The reference vessel was 3.0mm and lesion length was 13mm. Pre-procedure was 60% stenosis and post-procedure was 0%. Direct stenting was not attempted. A 3.0x16mm liberte stent was implanted. The procedure was a technical success. 3 days later the patient was discharged without angina or silent ischemia. Medication included aspirin 100mg daily/indefinite and clopidogrel 75mg daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4). Device not returned for analysis.